Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost communication with the ilet pump, and the pump displayed a sensor reconnecting alert, consistent with an intermittent communication failure involving the antenna component; guidance was provided to toggle settings and re-enter the sensor pairing code, but subsequent user action stopped the sensor, requiring a replacement sensor even though glucose values continued on the dexcom app. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with intermittent communication failure and involvement of the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.